Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to mixed urge and stress incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6)2014 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017. Patient codes: (B)(6) . Additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis, prolapse, burning, frequency and nocturia.

Manufacturer narrative:
Additional patient code: (B)(4) -mixed incontinence additional narrative: it was reported that following insertion the patient experienced mixed incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstruction and discomfort.